Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer noted debris and cells in the bottom of the poured-off sample after being frozen. The field service engineer cleaned the tubing from the sipper to measuring cells, performed a voltage adjustment, and ran precision checks with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e 601 module analyzer. The initial result was (B)(6) and on (B)(6) 2021 the repeat result was (B)(6). The initial result was reported outside the laboratory and was questioned by the physician which prompted the sample the be rerun. The repeat result was much higher and matched the clinical picture. The reagent lot number was 470489 and the expiration date was asked for but not provided.

Manufacturer narrative:
The last calibration was performed on 03-april-2021 and it was acceptable. Qc recovery was in range for the date of the event. There was no indication of a reagent or instrument performance issue. The investigation did not identify a product problem. The cause of the event could not be determined.